Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape and act button was unresponsive. It was also found the customer had a black dot on the insulin pump's screen. Customer's blood glucose was over 500 mg/dl. Customer stated they had a back-up plan for treatment. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.